Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing of wide intrinsic complexes. The sensing vector was in the secondary mode during the shocks. Office testing was unable to get a better sensing vector. The local representative will discuss a transvenous system option with the physician. There were no additional adverse patient effects. The system remains implanted.